Manufacturer narrative:
No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The device history records (DHR) for the device was reviewed. The associated device was released based on company's acceptance criteria. Epithelial ingrowth is a known complication of refractive laser surgery. Eye pain is a known side effect of refractive laser surgery. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported a patient presented with corneal epithelial slough after removing contact lens five days post photo refractive keratectomy (prk). Patient noted pain. Epithelial was debrided.